Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display was unexpected battery power loss. Customer did not recall blood glucose at the time of incident. Troubleshooting was performed. Customer did not recall the cause of the blank display. The insulin pump will not be returned for analysis.